Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tube there was a missing component(s) of the product. The following information was provided by the initial reporter. The customer stated: "the customer received one tube in a pack of 100 that had a cap that did not have a rubber septum. The cap was solid plastic all over. The user was unable to pass a needle through the cap."

Manufacturer narrative:
H.6. Investigation: bd received 9 photos from the customer in support of this complaint. A visual examination of photos was performed and the customer's indicated failure mode of deformed stopper was observed. Additionally, 100 retention samples from the bd inventory were inspected with no issues with the stopper being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tube there was a missing component(s) of the product. The following information was provided by the initial reporter. The customer stated: "the customer received (B)(6) in a pack of (B)(4) that had a cap that did not have a rubber septum. The cap was solid plastic all over. The user was unable to pass a needle through the cap."